Event description:
The customer's mother stated that the insulin pump alarmed motor error. The reported blood glucose reading was 116 mg/dl. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer's mother was advised to revert to a backup plan to treat the customer's diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.